Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported nurses in (B)(6) 2024 in accordance with the normal operating procedures for the patient to carry out non-invasive needle retention, pumping back blood and flushing tube without abnormalities, to the dressing fixed properly. On the second day (12-6) at 0900 am, the patient performed CT enhancement and pushed the injection of contrast medium when a small amount of liquid leaked out from the wing of the needle, the radiology nurse contacted the floor in a timely manner, and the nurse in charge of the patient's return to the ward was given to remove the non-injury needle, and pressed the pressure for a few moments. There was no damage to the patient's needle insertion site. No other information was provided.